Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main drawer 5 had failed and was unable to recover. A field service engineer found that the drawer would not close due to the solenoid was stuck in the open position. The controller board had continuously held the solenoid open, causing it to overheat. The field service engineer removed the drawer from the station and replaced the drawer controller board, pyxibus manual controller, and the solenoid. Afterward, the drawer was returned to the station, and the station was powered down, the drawer was plugged back in, and the station was powered back on. The field service engineer then assisted the pharmacy staff in configuring the new drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.